Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record for zimmer skin graft mesher serial number 06373 was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. Review of the complaint history based on the above keywords found no other similar events related to the reported device; as such, no further additional action is required at this time. On (B)(6) 2019, it was reported that a mesher was shredding a skin graft. The customer returned a zimmer skin graft mesher serial number (B)(6) for evaluation. Evaluation of the device on 18 november 2019 found that the device was within calibration specification and produced a passing test cut, but the sliding pins were loose. Repair of the mesher occurred the same day and involved replacing the ball detents. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. Reference number (B)(4) on 13 september 2019. The service technician was unable to reproduce the reported event during inspection of the device. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information available.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, the product return and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during surgery, the mesher shredded the skin graft. An additional graft was taken from the patient causing a delay in the procedure time. Delay time not know at this time. No additional consequences have been reported as a result of this malfunction.